Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05548. It was reported that the tip of the rotawire was detached and remained inside the patient. The 99% stenosed, 20mm x 2.0-3.5mm target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. Two ablations were performed using a 2.0mm rotalink plus and a 330cm rotawire to treat the specified lesion. First ablation was performed at 210,000 rpms at 10 - 15 seconds per ablation with the rotational speed decreased by 7,000 rpm. Second ablation was then conducted at 210,000 rpms at 12 - 13 seconds per ablation which went down by 3,000 rpm. During ablation, it was observed that the burr kept on moving back and forth. Furthermore it was noted that the burr was not inserted into the spring tip of the rotawire. Subsequently, after the second ablation, the physician inserted an unspecified micro catheter and pulled the rotawire in order to exchange the wire to an unspecified guidewire. However, upon removal of the rotawire, the physician noted that the tip was separated by 15mm in length and has remained into the patient's body. The physician attempted to retrieve the fragment using a 2.0mm snare; however, the fragment was in the distal of the lad which might have been sticking into the apex area. The physician opted not to retrieve the remaining portion to prevent patient risk. An optical coherence tomography (oct) was performed to check for any coil stretch toward the proximal side and no issue was noted with the coil. The physician then deployed a 16 x 3.0 promus premier stent into the specified lesion and post dilation was performed to complete the procedure. Final angiography was conducted to check for changes in blood flow, ECG and ck elevation. No issues were observed and no further patient complications were reported and the patient's status is good.